Event description:
It was reported that during a therapeutic urological stone retrieval procedure this balloon catheter was inflated in the renal pelvis, then deflated and pulled into the ureter. There was significant resistance and a piece of the device detached in the bladder. It was retrieved easily and there were no patient complications.